Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012, due to loosening from lack of bony ingrowth and suspected infection.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "early or late postoperative infection and allergic reaction." Number four states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. The modular head and taper adapter were also removed, but were not manufactured in the united states. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01250 / 01251).

Manufacturer narrative:
Other - dimensional evaluation found component to be within appropriate design specification. Examination of returned device was inconclusive. This follow-up report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01250-1 / 01250-1).